Event description:
It was reported that the ventilator generated an alarm indicating low positive end expiratory pressure (peep). Moreover, during the inspection of the ventilator it was discovered that the ventilator failed internal leakage test during pre-use check. There was no patient harm. Manufacturer's ref. #: (B)(4).